Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the clinic due to the device emitting tones. Device interrogation was unsuccessful as the device was not detected. Troubleshooting was performed; however, interrogation was still unsuccessful. A boston scientific technical services consultant instructed the caller to perform a device reset. A boston scientific sales representative was able to successfully interrogate the device and a message was observed stating there was high, out of range shocking impedance measurements which were greater than 400 ohms during a manual check. A review of the device data identified markers mostly due to noise. The root cause of the clinical observations was not confirmed. The patient's ejection fraction has normalized so the device has been deactivated. An explant procedure may occur in the future. No adverse patient effects were reported.